Manufacturer narrative:
No complaint was received with the return of the device. Final event observed during analysis. Final analysis found that the external insulation was abraded at 5.1 cm to 5.4 cm and 10.0 cm to 10.2 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.